Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an x-ray switch stuck error and locked up. The customer was able to reboot the system and continue working. There was no patient injury or death reported.